Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found one similar report with the involved product code/lot# combination.

Event description:
The user facility reported that they were unable to insert the locator. When the locator was being inserted into the insertion sheath, the anchor and collagen sponge dropped off. Another angio-seal device was used to continue the procedure. It was reported that hemostasis was successfully achieved by the second device. It was reported that the estimated blood loss was <250cc. The physician had completed the training process on the device prior to this case. It was reported that there was no health damage to the patient.